Event description:
The device was implanted via v-p shunt to a (B)(6) year-old female patient with sah about three years ago. The exact doi and the initial setting pressure are unknown. After implantation, it was noted the ventricles of the patient¿s brain became large and disorientation with the patient. When checking the patency of the device through contrast radiography, the fluid flow through the valve was confirmed. The surgeon tried to change the setting pressure many times, but it could not be changed even after flashing and by using neodymium. Since the patient¿s condition was getting worse, the valve was replaced with the same new device on (B)(6) 2015. The patient¿s condition improved after the revision.

Manufacturer narrative:
Upon completion of the investigation it was noted that the position of the cam when valve was received was 150mmh2o. The valve was visually inspected: no defects were noted. The valve was tested for programming. The valve failed the test, the cam did not move. The valve was irrigated with purified water, no occlusion was noted. The valve was dried. The valve was leak tested, no leaks were noted. The valve was reflux tested, the valve passed the test. The valve was retested for programming. The valve failed the test, the cam did not move. The valve was then pressure tested at 150mmh2o the valve failed, the pressure noted was 8mmh2o. The valve was dismantled and was examined under microscope at appropriate magnification: biological debris was found on the cam mechanism, cam pilar, ruby ball, ruby seat and on the base plate. The cam magnets were also controlled. The magnets were ok. Review of the history device records confirmed the valve product code 82-3100, with lot cmhdc3, conformed to the specifications when released to stock on the 28th july 2011. The root cause of the programming and flow problem reported by the customer were due to biological debris found on the cam mechanism, cam pilar, ruby ball, ruby seat and on the base plate. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.